Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 10-oct-2018 it was reported that crossing difficulties were encountered. The target lesion was located in the tight lesion distal left circumflex. After pre-dilation, a 2.25x12mm promus element plus was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the mid section of the stent with struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged distal crimped stent od (outer diameter) was measured. This is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube. The hypotube kinks noted most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.